Event description:
It was reported the insulin pump alarmed motor error. Customer started to erase all settings and the device alarmed again. Customer's blood glucose was 6.4mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. No unexpected reset was noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.